Manufacturer narrative:
(B)(4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The field representative noted a pending pump motor stall identified prior to use.